Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("a piece of the essure during the procedure taken out") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, weight gain, vaginal delivery on (B)(6) 2010, ovarian cyst and endometriosis. Concomitant products included hydromorphone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches"), migraine ("migraines") and cervical dysplasia ("severe dysplasia of cervix") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dyspareunia, headache, migraine, hormone level abnormal and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, device breakage, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : device breakage lot number:709954. Manufacturing date:2010/01 expiration date:2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("a piece of the essure during the procedure taken out") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, weight gain, vaginal delivery on (B)(6) 2010, ovarian cyst and endometriosis. Concomitant products included hydromorphone and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches"), migraine ("migraines") and cervical dysplasia ("severe dysplasia of cervix") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dyspareunia, headache, migraine, hormone level abnormal and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, device breakage, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device breakage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.